Manufacturer narrative:
Info anticipated, bu unavailable at this time.

Event description:
It was reported that during a gastrectomy, after receiving an error code 5 and cleaning the blade, the blade tip broke off. Another device was used to complete the case. There were no adverse consequence to the pt.